Event description:
A malfunction was reported on the pump by the customer, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, and the customer was assisted with resetting it. The malfunction did not recur after the reset, allowing the customer to continue using the pump.